Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had pain near the ipg pocket site that would not resolve. Patient desired to undergo allergy testing, but has not consulted with an allergist. Surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated the patient's drg system was explanted and the issue was resolved.